Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable pump will not run. It stopped but alarming persisted. The tubing had been massaged, and air was noted. The cassette had been reconnected. Attempted to restart the pump but pump was alarming no disposable pump will not run. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump was alarming no disposable pump will not run. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.